Event description:
It was reported that after implant, this patient with dementia, moved too much and dislodged this right ventricular (rv) lead. A leadless pacer was then implanted. Later x-rays showed this lead had perforated the heart. Thus, this rv lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.